Event description:
Pt reported that he was eating breakfast at a restaurant. He stood to leave and his prosthetic knee did not extend, resulting in a fall. Injuries include a fractured femur. Hospitalization was necessary to treat the fracture and other apparent complications.